Manufacturer narrative:
Citation: constantin badiu et al., "aortic root replacement: comparison of clinical outcome between different surgical techniques", european journal of cardio-thoracic surgery 46 (2014) 685¿692. Doi:10.1093/ejcts/ezt647 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding different surgical procedures on clinical outcomes in patients that have undergone aortic root replacement for ascending aorta aneurysm. All data was collected from a single center between april 2000 to june 2011. The study population consisted of 370 patients (predominantly male; mean age 52 years), 26 of which were implanted with a medtronic hancock valved conduit (serial numbers were not included). The literature review reported a total of 50 deaths. Based on the available information, none of the deaths were attributed to medtronic product. Among all patient¿s adverse events included: reoperations, thromboembolic event, neurological event, endocarditis, major bleeding event, and aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: adding details regarding the deaths noted in the journal article. Of the deaths noted in the article, they occurred due to: aortic dissection, frail aortic tissue, massive bleeding, low cardiac output syndrome, aortic rupture, cerebral vascular accident (cva), ventricular fibrillation, electromechanical dissociation (cardiac arrest), myocardial infarction (mi), cardiac insufficiency, and multi-organ failure. Based on the available information, none of the deaths were attributed to a medtronic product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.